Event description:
Info received alleged that the multirall lift still functions when the e-stop button is pressed in. No injury was reported.

Manufacturer narrative:
Dealer alleged multirall (manufactured 08/01/2005) lift would still function when the e-stop button was pressed in. He observed that part of the button was broken inside the casing. Advised replacing cover set which includes e-stop. Dealer stated that his customer has opted to continue using the lift and is not making repairs against our advisement. The customer has been informed that the lift will not be able to be stopped in the event of a recurring emergency.